Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok keypad button is responding intermittently and is sticking when pressed requiring multiple presses to evoke a response. The keypad is reportedly intact without peeling. The reporter stated that there have been no cancellations of bolus deliveries. The patient reportedly keeps the pump in a case attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunctions remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.